Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl, an elevated heart rate, and a high level of ketones. The cause of elevated bg was unknown; however customer believes it may be due to the non-tandem infusion set. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.